Event description:
It was reported the deflectable videoscope displayed a message to check with olympus. The issue occurred during unspecified therapeutic procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
He device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, however, based on the results of the investigation, it was presumed a breakage of the circuit board in the image sensor unit or that in the endoscope connector may have led to the subject event. Regarding the cause of breakage, since damage was observed on the bending section, one possibility is that the irregular load had been applied to the bending section, leading to the subject event. Another possibility is that, since defects were observed for the endoscope connector, external stress such as bumping during handling of the endoscope, leading to application of irregular load to the inner circuit board to be broken. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use, for an unspecified therapeutic procedure.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was present.